Event description:
Boston scientific/fremont was initially notified that during the use of the neuroform microdelivery stent system, the neuroform catheter broke. The device was retrieved by snare. The pt was reported to be in good condition.